Manufacturer narrative:
(B)(4). The device will be investigated by a maquet service technician. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
During patient treatment the cardiohelp operates on battery power but when connecting it to the ac mains the device still worked on battery power and the batteries were not charging. Therefore the batteries discharged. At least it was handcrancked and changed to another cardiohelp unit. No harm to patient was reported. (B)(4).

Manufacturer narrative:
The device was returned to maquet for investigation. The log files were examined, and they showed that until (B)(4) 2016, the device was working normally on ac mains power. However, on (B)(4) 2016 at 23:25:37, as soon as the device was powered up, the error code 33251 ("ac-voltage error") was generated. It was found that the power supply was defective and that the output voltage was too low (<22.5v) to charge the batteries. The power supply is not manufactured by maquet, and has been sent to the manufacturer for analysis. It is clear from the device evaluation that the power supply is defective. The batteries were found to be behaving properly. However, the customer had not maintained them as recommended in the service literature. It is clear from the investigation that when the device was evaluated and tested, error messages regarding the state of the battery and the ac voltage were consistently generated. It can be concluded from the investigation that there is nothing to indicate that the device did not generate error messages regarding battery capacity and voltage to alert the clinical staff, as designed. This should have prompted the clinical staff to immediately continue therapy using another device.

Event description:
(B)(4).